Manufacturer narrative:
Continuation: product ID 3889-28 lot# va13rne implanted: (B)(6) explanted: (B)(6) product type lead due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the ins would not actavate. It was noted the patient lost therapeutic benefit after a fall. The rep stated it was unknown if there were any diagnostics or troubleshooting performed. It was noted the patient went to the operating room for a lead replacement and the ins wouldn¿t ¿activate¿ so they also replaced the ins. It was noted the issue was resolved at the time of the report. The rep stated he was notified of the problem after the case was long over and he was not sure if they ended up sending the lead back or not. The rep stated it was all about reporting a defective ins. The rep stated the patient fell, unknown date, and lost therapeutic effect to the hcp. The hcp thought she fractured her lead and decided to do a lead revision on (B)(6). The rep stated they discovered the ins wouldn¿t ¿activate¿. The rep stated they decide to also replace the ins and had success with ¿activation¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that an x-ray taken of the sacrum/coccyx on (B)(6) 2016 showed a fractured lead 3cm posterior to the sacrum. This was secondary to the fall and caused the high impedances. The hcp mentioned that the patient would be scheduled in the near future for a new lead placement in (B)(6) 2017. The interstim was turned off in the meantime. It was noted that the x-ray was taken in addition to an impedance check for troubleshooting .

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va13rne, implanted: (B)(6) 2016, product type: lead.

Event description:
On (B)(6) 2016-11-11 (B)(6) (hcp): the health care provider reported that impedance measurements taken and the following results were noted: >4000 and 01 4000 except 01 at <50. It was noted patient was on her onto hands/knees 2 weeks ago. No jerking. No suspicion of involving. It was also mentioned the fall could be related. Ins. Run electrode impedance measurements at patient tolerated level. Increase settings as needed. Ran 3 times at a select settings and impedance result was as follows: 1.0v, 300us. 1.5v, 300us. 2.0v, 360us. Appropriate sensory response was not felt. High impedance with no sensory response indicates a potential issue with the lead and/or connections. X-ray ins/lead for physical damage the patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# va13rne serial# implanted: (B)(6) 2016 explanted: (B)(6) 2018 product type lead product ID (B)(4) lot# va13rne serial# implanted: (B)(4) 2016 explanted: (B)(4) 2018 product type lead: analysis found that the ins passed all functional testing. Analysis also found that all conductors were brokin 20.9 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying that the ¿ins not activating¿ meant that it was not working. The hcp reported the cause of the ins not activating was that the lead broke. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.